Event description:
Customer diagnosed a negative patient result using cytokeratin 5/6 on (B)(6) 2014, using benchmark xt. Patient was prescribed for therapy. On (B)(6) 2014, customer aborted further staining runs after realizing they had negative results from the (B)(6). Treatment that was prescribed on the (B)(6) was suspended. After a repair visit by the service engineer, where several instrument parts suspected of leaking or not sending a signal were replaced, the customer re-ran the patient specimens and found them positive. Type of treatment was then changed, on (B)(6) 2014.

Manufacturer narrative:
Ventana medical systems, inc. Received replaced instrument parts back for analysis. A representative retained sample of cytokeratin 5/6 was used. The parts and the reagent kit are performing as labeled. No failure mode has been isolated. The reagent kit the customer was using has not been returned for evaluation. The patient is on correct therapy according to the customer, as of (B)(6) 2014. Returned part evaluation shows no instrument-related contribution to the negative result at this time. Roche service organization will encourage the customer to conduct timely pre-checks of all necessary parameters before running patient specimens. This is the final report. No further information to be provided.